Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
New information notes that the open heart surgery was for a heart valve replacement. The patient was in a stable condition prior, during, and after the procedure. On (B)(6) 2017, the device was explanted and replaced due to premature battery depletion. There were no adverse events during the procedure. The patient remained stable before, during, and after the procedure.

Event description:
It was reported that on (B)(6) 2017 device was observed to be at eri. On (B)(6) 2017 the patient underwent open heart surgery for an unknown reason and was discovered the device had reached eri during post-op device check. The patient is not pacemaker dependent, so the physician would like to wait for some time for the patient to heal after his open heart surgery before scheduling generator replacement. Further information notes that the patient had not yet been scheduled for a replacement procedure. No other information provided.